Manufacturer narrative:
A patient underwent a cardiac ablation procedure with a carto 3 system and a map shift issue occurred. Device investigation details: it was reported that it was not possible to select a pre saved cs catheter. It was not possible to reposition the egm on the monitor viewer, however, it was possible to reposition them manually. Also, the play button appeared every time on the 4th dashboard, after pulsed field ablation (pfa) ablation. The carto 3 manufacturer initiated an investigation to look into these issues based on the digital study data. According to the data, it was found that the issue is related to a software defect. The solution for the software defect has been identified and will be applied to this system by software version upgrade in the field. It was also reported that it was not possible to change the ECG speed on the pattern bank on the intracardiac pattern machine; it was only possible from the filter menu. It was also reported that noise appeared in the ablation signals. The carto 3 manufacturer initiated an investigation to look into these issues based on the digital study data. According to the data, it was found that the issue is related to a software defect. The defect is being handled per defect management process, however, this does not impede safe operation of the system. It was also reported that the stability+ didn't work properly, and it did not show tag. The carto 3 manufacturer investigated the issue based on the digital study data. According to the data, it was found that following the patch movement, the catheter position was not sufficiently stable during ablation to allow recalculation of the stability algorithm. As a result, the pf index was not calculated. The issue is related to the user error. Lastly, it was also reported that there was a map shift but there were no errors on the carto¿ 3 system. The carto 3 manufacturer investigated the map shift issue based on the digital study data. According to the data, it was found that the reported map shift was caused due to mapping with metal interference (high metal values) which were indicated by related error messages on the screen. According to carto 3 instructions for use (IFU), metal interference might affect location accuracy. Therefore, the issue is defined as user related. This issue is not related to any other issues reported in this complaint, or their identified defects. The system is operational. The manufacturing record evaluation was performed on carto 3 system (B)(6), and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: cause traced to user (d11) / were selected as related to the map shift and the stability+ issues. Investigation findings: software problem identified (c10) / investigation conclusions: no problem detected cause traced to software coding (d18) / component code: computer software (g02008) were selected as related to the software defects. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3/26/2026, the product investigation was update to process a correction and clarify that according to the data the reported noise issue on the ablation signals, it was found that the issue is related to a trupulse hardware defect that is being fixed in next release. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-sep-2025, the device manufacture date was received. As such, field h4. Has been populated. Additionally, with the manufacture date availability, the d4. Primary UDI number has also been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto 3 system and a map shift issue occurred. Initially, during a pvc case, when selecting catheter couldn't select pre-saved cs catheter. The intracardiac pattern machine on the pattern bank couldn't change the ECG speed, but when opening from the filter menu issue was solved. The ablation signal was noisy. The monitor viewer couldn't reposition the egm but could manually reposition them. The 4th dashboard after pfa ablation the play button appeared every time, and there's a map shift but no error on the carto 3. The stability + didn't work properly (not giving tag even though the respiration was in order happened only with pfa). No patient consequences, and no delay. The customer¿s initial report of noise, stability and catheter selection and map shift are not considered to be MDR reportable since on (B)(6)2025, additional information was received indicating the map shift was discovered by mapping. They could see the anatomy shift around 10mm. The physician also mentioned that he could no longer access areas that had been previously mapped. They could also see that despite a fast anatomical map of 17, the right ventricular outflow tract and left ventricular outflow tract overlapped. The approximate difference in map location before and after map shift was 10mm. The physician did not perform cardioversion prior to the map shift. This was a premature ventricular contraction case, no cardioversion was necessary. The patient did not move before detecting the shift. The patient was under deep sedation. The patient did not cough before detecting the shift, and not even with pulsed field ablation (pfa) applications. Breathing was a bit irregular at certain points, as it was deep sedation. Nevertheless, the position was correct before pfa applications. No changes seen then. The patient's head was not raised or repositioned on the pillow, and arms did not move without changing the patient's position on the mattress. Based on the information received, the event was reassessed as an MDR reportable malfunction for the map shift since it was confirmed there was no patient movement and no cardioversion. During the procedure, the patient experienced an adverse event, however, the suspected device related to the adverse event is not approved for use in the USA.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).